Manufacturer narrative:
Product complaint #: (B)(4). "No code available" is used to capture the surgical intervention code. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, soreness and difficulty walking, excessive levels of metal ions, injury and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and elevated metal ions.

Event description:
After review of medical records patient was revised to addressed metal on metal toxicity. Scar tissue was released and the interval developed with no ligaments structure.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, b7, d4(expiry), d11 and h6 (patient). No code available is used to capture blood heavy metal increased and emotional distress. A1, b7, d4 and h6(method, conclusion, result) were previously reported under an incorrect MFR#. These are now incorporated in this report.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.